Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) : product ID: 37642, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who reported the patient was a little shaky the morning of the call. The consumer used the patient programmer (pp) which showed an informational power on reset (por). The meaning of the por was reviewed with the consumer who agreed it might be due to a low implantable neurostimulator (iins) charge level. The consumer was assisted with clearing the por and was then able to turn the ins back on. Following this the patient seemed calm. No further complications were anticipated.